Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for the treatment of an unknown indication. On (B) (6) 2008, the humapen memoir: burgundy was reported to display the date and time but no matter what the patient did, it kept going back to a half bracket or could be a c. The patient said that he tried resetting the pen and pushing it in (the dose knob) and nothing happened, it came up the same way. When he turned it on, it had a little check mark and it went away. Now he saw the bracket again, and would try to dial it up, but nothing happened. The bracket kept reshaping, went away some of it when dialing and got a couple of dots. As soon as he punched it up, a half bracket would come back up. He stated that this started yesterday (B) (6) 2008 and he had not used the pen since it was not working right. The patient reported the device still pumps the insulin and it squirted out when pushing the button. This humapen memoir: burgundy is associated with (B) (4). The patient operated the device. It was unknown if the patient was trained. General device and problem device duration of use was not provided. It was unknown if the device with the problem was used. The return of the device is anticipated. Lot number 0702c02. Follow-up attached to case (B) (6) on (B) (6) 2008 was determined to be a new clinical episode and was added to newly created case (B) (6).

Manufacturer narrative:
Complaint suggestive of a reportable complaint/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is complete.